Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect found. A field service engineer (fse) arrived at the station and confirmed no failed door was shown in remote manager. Ran hardware test application (hta) and tested the door for 10 minutes but could not reproduce the issue. Then the fse tightened the harness connection and applied grease to mini switches and retested the door functionality in hta with no issues. The fse completed the proactive inspection process. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager had failed and was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.